Manufacturer narrative:
Zoll has not yet received the autopulse battery in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it, in part, substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse unexpectedly stops compressions, the interruption is similar to interruptions prescribed in the aha guidelines. Changing from the autopulse to manual CPR can be made in just a few seconds, and is similar to the time necessary for rescuer rotation. Because the conversion to manual CPR is quick, the patients' outcome is not negatively impacted by the interruptions when compared to standard of care manual CPR. The cause of death was presumed to be ohca (out-of-hospital cardiac arrest). Mortality of ohca is high. In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. (Mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
It was reported that during patient use the autopulse platform (s/n (B)(4)) displayed a user advisory 17 (max motor on time exceeded during active operation) error message. The emergency crew responded to a call at a residence for a (B)(6) male who was in cardiac arrest. The patient was of average height and weight. The patient was found by a family member. It is unknown how long the patient was unconscious. The family member performed manual CPR until the emergency crew arrived, which was approximately 15 minutes. Once the crew arrived they assessed the patient and found no signs of trauma to the patient. They prepared the autopulse platform for use. There were no issues deploying the autopulse. The medical history of the patient is unknown and it is unknown if the patient was taking any medication. The autopulse performed compressions without issue for 30 minutes while the crew transported the patient to the hospital. Once arrived at the hospital, the crew changed the battery on the autopulse. The autopulse performed compressions for approximately 2 minutes, at which time the platform displayed user advisory (ua) 17. The crew attempted to reset the platform without success. The platform also displayed ua 02 (compression tracking error) and ua 04 (battery charge state too low). The crew discontinued use of the autopulse and reverted to manual CPR. The patient never achieved rosc (return of spontaneous circulation) and the patient expired at the hospital due to cardiac related issues. It was noted that the autopulse was tested back at the department and a different set of batteries were used. The autopulse worked without issue. The crew reported that they have three batteries that are charged and rotated routinely and at the time of the event all batteries had 4 green led bars illuminated. Reference 3010617000-2016-00244 and 3010617000-2016-00245.

Manufacturer narrative:
The li-ion battery (s/n (B)(4)) was returned to zoll for evaluation. A visual inspection was performed and no visible damages were observed. Since the battery passed all testing criteria, the archive was not require to be downloaded. In summary, the customer complaint could not be confirmed. There were no device deficiencies found during evaluation of the returned battery that could have caused or contributed to the reported complaint.